Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that the lead was dislodged due to twiddler's syndrome. The lead was explanted and replaced. Patient was in good condition post procedure.